Event description:
The coronary viperwire advance guide wire was placed in the circumflex artery. Four treatments were performed in the 3.0 mm -3.25 mm, 99% stenosed, moderately calcified lesion in the mid circumflex artery. Upon removal of the of the device, wire position was maintained. Fluoroscopy revealed the radiopaque tip had fractured and the tip fragment remained in vivo in the circumflex vessel. No attempt was made to retrieve the fragment. A stent was placed and entrapped the tip fragment against the vessel wall.

Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: 11904.